Event description:
It was reported that patient underwent a shoulder procedure on (B)(6) 2012. Subsequently, a procedure to repair the patient's rotator cuff was performed on (B)(6)2013. During the procedure, the already implanted soft anchor came out and had to be replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break or be damaged as a result of stress, activity, load bearing, or weight bearing."